Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg), the physician attempted to place the device in multiple locations in an effort to locate acceptable parameters. However, it was noted that the device consistently exhibited pacing failure when at high outputs, even after ten placement attempts. The physician decided not to implant the device, and decided to implant a traditional implantable pulse generator (ipg) system instead. No patient complications have been reported as a result of this event.